Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an 8f amplatzer talisman delivery system was chosen for a procedure. During procedure, it was noted that the delivery system was damaged.